Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description upstream occlusion alarm on infusomat space pump, with set 490103. Vent cap of drip chamber came undone and fluid was expelled. Detailed inquiry description I wanted to inform you regarding an incident occurred at (B)(6) on (B)(6)2024. Taxol admixture bag was hung and connected to b. Braun infusimat space pump to begin the infusion. The pump alerted upward occlusion and a pressure leak occurred through the vent port above the drip chamber. The plastic vent port popped out and taxol shot out with a high pressure flow. The nurse had closed the vent with the finger immediately, so fortunately there was no harm or injury involved with a patient. I have the b. Braun IV tubing information: · infusomat space pump IV set · ref (B)(4) · 3 possible lot numbers o 00vl916916 exp 2026-10-31 o 0061906631 exp 2026-12-31 o 0061887373 exp 2026-4-30 pharmacy used bd phaseal optima n35-o 515052 to make the taxol. · lot # is 2312406 · exp 2025-11-30.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.